Event description:
Health professional called to report a lap-band erosion confirmed by egd. The pt also exhibited symptoms of redness and warmth that was spreading. Indicating an apparent port site infection. The device has been explanted.

Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complaint was asked to return the product for analysis. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."